Event description:
Related manufacturer reference number: 2017865-2022-13069. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited low impedance and noise and the right ventricular lead exhibited high capture thresholds. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and low pacing lead impedance were confirmed. As received, a complete lead was returned in one piece. Visual examination found the outer coil to be bent at the suture sleeve tie down region consistent with suture sleeve tie down forces. Further analysis found the inner insulation breached exposing the inner coil at the suture sleeve tie down region. The cause of the reported events was isolated to the exposed inner coil at the suture tie down location.